Manufacturer narrative:
(B)(4).

Event description:
It was reported that a during the generator change out, damage on the external layer in the portion of the lead that was in contact with the ICD was noted. No other damages were noted. Electrical parameters using psa did not exhibit any issues. The lead remains implanted in use. The patient was stable will continue to be monitored remotely.